Manufacturer narrative:
Concomitant product: product ID 8731sc, serial# (B)(4), implanted: (B)(6) 2007, explanted: (B)(6) 2014, product type catheter. (B)(4).

Event description:
It was reported that during replacement of the patient¿s pump due to end of service (eos), the catheter did not have good retrograde flow and was replaced with a new model 8781. It was determined there was a catheter occlusion and the catheter was explanted and replaced on (B)(6) 2014, the same date as the pump replacement. It was noted diagnostic testing and troubleshooting was not performed. The catheter was determined by the surgeon to be occluded and the original dose 1.8 mg morphine/day was reduced to 0.72 mg/day. The occluded catheter and the pump were discarded by the physician. There was no patient complaints reported prior to the patient coming for surgery for her end of life replacement. The patient¿s status at the time of this report was ¿alive-no injury.¿ the pump was being used to deliver morphine. A follow-up report will be sent if additional information becomes available.